Manufacturer narrative:
(B)(4). Date of initial report : 02/09/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not coagulate during the first use. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used lf1537 was received for evaluation. Visual inspection of the returned device found no defects. However, testing confirmed issues with activation of the device for sealing. When activated the device would produce an instant regrasp alarm, indicating to the user that a seal cannot be completed. Further examination found the issue to be due to a loose fuse clip that supplies power to the device. The investigation for this issue could not reliably determine the cause of the loose fuse clip, or when the issue likely occurred. A review of the device history records for this lot found no potentially contributing factors, and that it was released after meeting all quality specifications. No trend is associated with this issue.

Manufacturer narrative:
(B)(4). Investigation results provided in the previous MDR have been revised. Please see below. One used (B)(4) ligasure device was received for evaluation. Testing identified factors that would contribute to the reported issue with activating the device. When activated for sealing the device would produce an instant regrasp alarm, indicating to the user that a seal cannot be completed. However, the investigation for this issue could not determine the cause of the regrasp alarms. Visual inspection of the device as well as examination of the internal wiring found no defects. A review of the device history records for this lot found no potentially contributing factors, and that it was released after meeting all quality specifications. No trend is associated with this issue.